Event description:
Pt reported obtaining back-to-back blood glucose results of 82 mg/dl, 86 mg/dl, and 427 mg/dl on the advantage system. Pt noted that, 1 hr later, he performed additional back-to-back tests with results of 383 mg/dl, 94 mg/dl, 103 mg/dl, and 108 mg/dl. Pt stated that, at the time the results were obtained, he was not experiencing symptoms of hypoglycemia or hyperglycemia. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.